Manufacturer narrative:
The reported events of suspected lead fracture, high pacing lead impedance and high pacing threshold were not confirmed. As received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be retracted and extended. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2020-17826 it was reported that the patient presented for routine device check prior to MRI. Interrogation revealed that the right ventricular lead impedance exceeded the upper limit, the procedure was canceled. Subsequent evaluation found that both the capture threshold and pacing impedance had increased over time. The physician suspected lead breakage and decided to explant and replace the both the lead and pulse generator due to battery drain. There were no observable lead anomalies founded under fluoroscopy. The patient was in stable condition following the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine device check prior to MRI. Interrogation revealed that the right ventricular lead impedance exceeded the upper limit, the procedure was canceled. Subsequent evaluation found that both the capture threshold and pacing impedance had increased over time. The physician suspected lead breakage and decided to explant and replace the lead. There were no observable lead anomalies founded under fluoroscopy. The patient was in stable condition following the procedure.